Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump has cracked display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Customer's blood glucose level at the time 158 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.